Event description:
Ti transformer started smoking. This is the second transformer related to medwatch report 2530069-2012-00004.

Manufacturer narrative:
Eval of the unit will be conducted and a follow up report will be submitted to FDA upon completion.